Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the abutment screw (iunihg) fractured. It was also reported that the patient is scheduled to remove and replace the new abutment screw.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. No device lot number was provided so a device history record review and a complaint history review could not be performed.

Event description:
No further event information available at the time of this report.